Event description:
It was reported that guide wire fracture occurred. A 300cm kinetix¿ plus guidewire was selected to cross the lesion; however, when the device was pull out into the loop, the wire separated into two pieces. The procedure was completed with another of the same device. No patient complications were reported since the device never entered the patient's body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guidewire. The guidewire was completely separated 26cm from proximal end. Magnified inspection of the couple joint revealed that the couple was not welded which caused the guidewire to separate. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 300cm kinetix plus guidewire was selected to cross the lesion; however, when the device was pull out into the loop, the wire separated into two pieces. The procedure was completed with another of the same device. No patient complications were reported since the device never entered the patient's body.